Event description:
Info rec'd from our another country affiliate who were contacted about this event by dr. A pt who had been successfully wearing acuvue 2 contact lenses began wearing acuvue advance trial lenses in 2007 and wore those lenses daily wear successfully on the same day and the following day. Two days later, the pt reportedly experienced pain and cloudy vision in the left eye. The pt reported foreign matter got into the left eye while wearing the lens in question, but was not sure when that occurred. One day later, the pt has severe pain in left eye and could hardly open eye. The next day, the pt could open the left eye and visited dr's eye clinic. Diagnosis: iritis in left eye and mild abrasion at the right edge of the pupil, slightly affecting the central cornea. An opacity was observed around the abrasion. Corrected visual acuity in both eyes, 20/20. No abnormalities were observed in the right eye. The pt was instructed to discontinue contact lens wear. The pt has been using tranilast for ocular allergies prior to wearing acuvue advance contact lenses. The pt returned to the clinic the following day, and the mild abrasion and iritis were reportedly 80% cured. The pt's corrected visual acuity remained 20/20. The pt returned to the lens in question to the clinic and the dr reported a "black round substance like iron powder was observed at the center of the lens." Fifteen days later, the dr. Reported "the white opacity was still slightly observed in the eye." The dr believes it will resolve in about 1 week and the eye will be fine. The pt is supposed to return to the clinic at the end of that month. No add'l info is available at this time. The lens in question was returned for eval. The results are as follows: one lens was returned in a lens case. The parameters of the lens were measured and a visual inspection was performed. The lens met company standards for base curve, the center thickness, and diameter. Qa chemistry examined the lens under magnification. No foreign matter was found. A small surface tear was observed in the optic zone area. An area depicted in a photo accompanying the lens was examined and revealed a surface scratch on the lens' surface on the back curve side. The depth of the surface scratch was less than 15 microns, and the length was approx 100 microns. A piece of lens material was found attached in that area. Sem did not indicate metallic particle on the lens. The lot history review revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. MDR events are reviewed in quarterly management review meetings.